Event description:
Description: this dental practice solicited the dentures as custom made. The dentures costs 4-5000.00. I cannot wear them the dentures hurt my fumes and have caused massive swelling.